Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The investigation undertaken of the cable cutters in questions determined that a part of the cutting metal broke off. Without further information and in hindsight, we are unfortunately unable to determine the precise reason for the defect. We can only assume that frequent mechanical overloads of the load limits of the material led to material breakage/fatigue break. The investigation into the material and manufacturing documentation revealed that the instrument had been produced in accordance with specifications in april 2011. No fault was detected with the product.

Event description:
Blade broken off the cable cutter. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.